Manufacturer narrative:
Device not returned for evaluation. Lot history review showed no non conformance's during manufacturing that would of contributed to adverse event. There is no allegation of a deficiencies against the glidelight device.

Event description:
Lead management case to extract 2 non functional leads. Subsequent to use of the glidelight device, during implantation of the rv wire, while removing the sheath, patient's bp dropped and it was discovered that there was a 3-4 mm tear in the svc.